Event description:
A sales rep reported that a pt suffered an esophageal tear upon placement of a pull peg. According to the hosp, the laceration was caused by the cone and wire pull mechanism as the tube was advanced through the esophagus. The hosp through that the pt had a diverticulum or a schatzki ring, which increased the difficulty in passing the tube. The pt was admitted to intensive care and was managed with intravenous hyperalimentation for three weeks while the esophagus spontaneously healed.